Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la2138, implanted: (B)(6) 2002, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking/jolting sensation when using their device the morning of the call. The patient stated they were now okay but wanted to have their device checked. The patient met with a manufacturer representative on (B)(6) 2015 and they had not had a repeat instance of shocking since the original event. Impedances were checked and within normal limits. They were programmed for their areas of pain and denied any other problems.